Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded battery tube. Unable to verify the motor error alarm due to the blank display. However, the device had corroded motor home switch. The unit was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
It was reported that customer's insulin pump alarmed motor error during rewind. Customer's blood glucose was not provided. The alarm occurred within thirty days of receiving a new insulin pump. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.